Manufacturer narrative:
Health effect- clinical code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma, exposure, wound dehiscence, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "secondary granuloma", "serous liquid", and "round dehiscence 2 area medial to areolar 2 cms in diameter with implant seen, little whitish exudative fluid". Phone number: (B)(6).

Event description:
Healthcare professional reported right side "secondary granuloma", "edema", "erythema", "inflammation", and "serous liquid." Healthcare professional additionally reported "right side round dehiscence 2 area medial to areolar 2 cms in diameter with implant seen, little whitish exudative fluid." The device has been explanted.